Manufacturer narrative:
This follow-up #1 emdr is being submitted to FDA for an event that occurred outside of the USA. The report includes additional information not available/included in the initial report. Additional information: g6 - type of report - noted as follow-up #1. H2 - type of follow-up - noted for additional information. H6 - added codes for manufacturer's investigation: type; findings; and conclusion. The product was not returned to the manufacturer. The investigation was conducted, with the methods and results as noted below. No abnormalities were found in production and inspection records of the product. (Serialno.: (B)(6); model: pc-60r). From our investigation, we couldn't confirm the reported event. No root cause was determined base on findings of investigation result. However, based on available information, we believe this event was not caused by our product quality.

Event description:
Event occurred in brazil. Technical complaint reported by hospital directly to anvisa. Tucking failure; problem code: a040603 failure to fold. Patient impact: no clinical signs, symptoms or conditions.

Manufacturer narrative:
This initial emdr is being submitted to FDA for outside us like products reporting. Regarding section h6 - manufacturer's codes for: type of investigation, findings, and conclusion are pending completion of product investigation. Once the product investigation is completed, a follow-up report will be submitted to FDA which will include the manufacturer's codes for type of investigation, findings, and conclusion.

Event description:
Event occurred in brazil. Technical complaint reported by hospital directly to anvisa tucking failure. Problem code: a040603 failure to fold. Patient impact: no clinical signs, symptoms or conditions.